Event description:
It was reported that the patient had wide qrs complexes that were being oversensed and t-wave oversensing was observed. It was further reported that when the patient was in different positions the device would detect a lot of "noise". The device remains in use with parameters "blank after sense" and "sensing threshold decay delay" programmed to other values so that the device no longer double counted the qrs complex or the t-waves. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.